Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in two pieces for analysis. Failure event observed during analysis. Visual inspection of the lead found an external abrasion due to friction to the device can. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.